Manufacturer narrative:
Continuation of d10: evolut r transcatheter aortic valve, product ID: evolutr-23, serial number: (B)(6), implant date: (B)(6) 2023. Valvuloplasty balloon (manufacturer not identified). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted "too high" and then dislodged following a post-implant balloon aortic valvuloplasty. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. The evolut bioprosthetic was implanted into a failed medtronic mosaic surgical valve. As the evolut is being deployed, it appears to have significant parallax and is very high. Of note, the radiopaque eyelets of the mosaic valve are the only components visible on fluoroscopy. Per medtronic best practices, the target depth of implantation is 3 millimeter (mm). Recapture is recommended if depth less than 1mm or greater than 5mm. Depth of implantation of the first valve is higher than the recommended 3mm target and greater than 5mm so a recapture was warranted. Despite the high position, the valve was released dislodging to the top portion of the surgical valve. Evidence showed a post balloon aortic valvuloplasty war performed at this time further dislodging the evolut. The dislodged valve was not snared and a new evolut was implanted through the first evolut and appeared to be under expanded warranting a post balloon aortic valvuloplasty. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of moderate paravalvular leak due to a high placement (transcatheter aortic valve (tav) in surgical aortic valve (sav)) resulting in post-implant balloon aortic valvuloplasty (bav) and further dislodgement leading to a second valve-in-valve (evolut r) implant, is assessed as likely related to the evolut r valve. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valves. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. However, a conclusive cause could not be determined. Dislodge events are typically not related to a device malfunction. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the high placement of the valve may have caused the reported paravalvular leak. However, a conclusive root cause cannot be determined from the limited information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Additional codes - img component code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the pvl was classified as moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre implant balloon aortic valvuloplasty (bav) was performed. Severe aortic stenosis was noted to have contributed to the "too high" implant position. A post implant bav was performed due to paravalvular leak (pvl). The patient was rapid paced during the post dilation. The second valve that was successfully implanted was implanted valve in valve.

Manufacturer narrative:
Updated data: b5., e., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.